Manufacturer narrative:
This reported device was implanted in the patient and was not returned to the manufacturer. A supplemental report will be submitted upon completion of the investigation. This is the same patient as MFR # 2249697-2011-00115.

Event description:
It was reported: "dr wanted to replace only the insert. Loaner kit k34 was ordered, this was the wrong loaner kit. Dr made the decision to wait for the correct implants that were in our (B)(6) office. This took two hours to get to (B)(6). Patient was closed and taken to post-op. We then did a revision hip and then brought the knee pt back and implanted the correct tibia insert, (B)(4)."